Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. According to a healthcare provider (hcp) on 04/23/2025, the patient experienced a seizure and fell while out on the street. A bystander witnessed the event and called emergency services. The patient was transported to the hospital by ambulance. Upon arrival, a fingerstick blood glucose test was performed. At that time, the patient¿s continuous glucose monitor (cgm) was reading 5.0 mmol/l, while the blood glucose (bg) meter reading was significantly lower at 2.1 mmol/l. The hcp did not provide any details regarding the treatment administered or the duration of the hospital stay. There was no documentation of medical intervention. At the time of the report, the patient was reported to be in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid when checked in the ER. No additional patient or event information is available.